Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 355531, lot# n307758, implanted: (B)(6) 2011, product type screening device; product ID 3550-02, lot# n239322, implanted: (B)(6) 2011, product type accessory; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), implanted: (B)(6) 2012, product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the lead was replaced because it had pulled out of position in (B)(6) of 2013. The cause of the lead migration was unknown.